Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 7.8-13.6cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 19.0-20.2cm and 39.3-39.7cm from the distal tip. The etfe coating was intact at these locations. (B)(6). (B)(4).

Event description:
This report is to advise of an event observed during analysis.